Manufacturer narrative:
Samples have not yet been received for evaluation. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. (B)(4).

Event description:
A doctor reported that newly opened disposable knives had poor cutting performance. No harm to any patient was reported. This is the first of two reports from this facility.